Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient reported that her cgm device was reading ¿50-80 points off¿. At times, it was read higher than she really was and would incorrectly dose herself with extra insulin, and other times the cgm was reading lower than she really was and she incorrectly treated herself with ¿sugar¿. One example the patient provided was the cgm reading 280 mg/dl and the bg meter was reading 200 mg/dl. The patient began shaking and vomiting. She felt like she knew she was in dka; therefore, she went to the emergency room. At the ER, the patient¿s bg meter was reported to be ¿pretty low¿ (therefore, the patient was not in dka), the patient thought her bg meter reading was around 50 mg/dl. No specific bg meter reading was provided at this time, but it was stated the ER tech said the cgm was reading 50 points off. The patient was admitted to the intensive care unit (ICU) and treated with various unspecified IV medications and was on an unspecified diet. The patient was discharged three days later. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid for the example cgm and bg value provided. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 02/06/2025. It was reported that when the patient was shaking and vomiting, they were also dehydrated and eventually lost consciousness. No additional patient or event information is available.